Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 inserted via right axillary artery on a 62 year-old female in the setting of acute myocardial infarction/cardiogenic shock in scai stage d. This was an escalation from an impella cp. The medical center called questioning the off label use of tissue plasminogen activator(tpa). It was noted that the was no high purge pressure alarms. Purge pressure was 630 and purge flows 3.8 liters/minute. The account elected to prophylactically start tpa despite no alarms. The patient remains on impella support.

Manufacturer narrative:
Additionally, information received provided the patient's outcome after support. The pump was successfully weaned, explanted and the patient was reported to have survived at the time of explant. D6b explant date was captured (with d6a implant date repopulated).

Manufacturer narrative:
Thromboembolism/patient-device interaction: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: the cause of the high purge pressure could not be determined as no product or data logs were returned for evaluation.

Event description:
Clinical narrative update 2026-7-2: the use of the lytic tissue plasminogen activator (tpa) is an off-label use. The tpa was utilized for the purge pressure to mitigate impact of biomaterial within the motor and there was no impact on the patient. Prior clinical narrative: an impella 5.5 inserted via right axillary artery on a 62 year-old female in the setting of acute myocardial infarction/cardiogenic shock in scai stage d. This was an escalation from an impella cp. The medical center called questioning the off label use of tissue plasminogen activator(tpa). It was noted that the was no high purge pressure alarms. Purge pressure was 630 and purge flows 3.8 liters/minute. The account elected to prophylactically start tpa despite no alarms. The patient remains on impella support.